Manufacturer narrative:
The investigation determined that the base unit had been taken apart by the customer and mounted incorrectly causing the damage to the usb port.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported evidence of burning on the usb port of the inform ii base system. States that the is male connection inside the usb port on the base is no longer rectangular in shape, but rounded as if it had melted. No adverse event reported. Requested return of suspect device and replacement was sent.